Event description:
It was reported that during an unrelated device replacement procedure due to normal elective replacement indicator (eri), high pacing impedance was noted on the left ventricular (lv) lead after connecting to the new device. The lv lead was disconnect from the device header, cleaned, and reconnected to the device header. The pacing impedance was lower after cleaning the lv lead, however, an increase in capture was noted. The device was programmed accordingly. The patient was in stable condition.